Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that an inappropriate shock was given due to noise. The entire system was explanted and replaced. There were no additional adverse patient effects.

Event description:
It was reported that the smart pass feature on this device was found programmed off due to low intrinsic amplitudes. There was noise stored along with the smart pass episode. Later, an inappropriate shock was given due to noise. The entire system was explanted and replace. There were no additional adverse patient effects. This electrode is part of the emblem electrode lumen advisory of december 3, 2020.